Event description:
Additional information received that the system continued to exhibit high out-of-range (oor) shock lead impedance via the patient's remote monitoring system. Obtained additional information from the field representative and indicates that the physician decided to continue to monitor. At this time, the cause of the observation remains undetermined. The system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the root cause of the high out of range shock impedance measurements was unknown and the physician planned to bring the patient in on an unknown date in the future for troubleshooting.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.